Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without securing enough distance from the tip of the endoscope and the charged-coupler device (ccd)- unit was damaged by heat. Tip of endoscope and the charged-coupler device (ccd)- unit was damaged by heat. As a result, no image was displayed. However, a definitive root cause could not be determined. User may detect suggested event 2 by handling device in accordance with the following statement. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may be able to prevent suggested event 2 by handling device in accordance with the following instructions for use (IFU) statement. Operation manual_ using endotherapy accessories. *high-frequency cauterization treatment "always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result". * laser cauterization "warning to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image". The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution "turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". ¦warning and cautions: disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was no image due to a damaged charged coupled device unit. Other issues found were: the air valve unit was leaking, the charged coupled device cover lens was stained, the light guide cover lens was damaged, the distal end was burned, the connecting tube had a dent, there was low angulation and the distal end rubber glue was cracked. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Additional information added to the following fields: h7, h9. Corrected fields: b5, h6 (during the device inspection, it was also found that the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end which has been deemed a reportable malfunction and should be reported in the initial).

Event description:
The device was returned for evaluation and during the evaluation the following reportable malfunctions were found: there was no image and the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.